Event description:
New information notes that patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with noise on their right ventricular lead. Isometric testing found that noise could be reproduced. Programming changes were made. Further information was requested but not received.